Event description:
Information was received from an advanced evaluation trial patient with an external neurostimulator (ens). The patient reported that it was cold at the surgery center. The patient stated that they were sneezing and coughing after the advanced evaluation surgery. Additional information was received from the patient on (B)(6) 2017. The patient reported that they had symptoms of not completely emptying when voiding. Adjustments were attempted but the patient did not have the controller at the time of report. Additional information was received from the patient on (B)(6) 2017. The patient reported that they were unable to void completely and when they went to the restroom they would have to strain. The patient was assisted with switching programs and setting stimulation to a comfortable level. Additional information was received from the patient on (B)(6) 2017. The patient reported that they were not emptying and was having a rough time, they were scared to go anywhere. The patient switched programs and stimulation was now on 2. No further complications were reported or were expected.